Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. The adapt tool reveals that pump error 43 was found on 09/18/2025 15:45:00.000. Per software engineer log motor registered voltage failure. Measured voltage is below threshold. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected error appeared whilst testing. The unit was opened, and upon visual inspection, no moisture damage was found along the electronic assembly, however unit was isolated to motor assembly due to motor registered voltage failure. Unit powered up and was tested successfully. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, missing display window cover, stained keypad overlay, cracked battery threads, cracked case, and cracked battery tube. In conclusion, customer allegations were confirmed in the download history files. No pump error 43 was noted during testing. The unit was functioning properly; however, unit was isolated to the motor assembly due to voltage error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and possible issue with motor. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the pump error alarm. The customer was able to clear the alarm but was unable to complete the rewind process. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Product return is expected for mmt-1880.